Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Evidence of clinical use and no blood were observed. No visual defects were observed. The device was evaluated for its mechanical functions. During the initial evaluation, the mechanical functions of the device proved to operate as intended. The bisector blade retracted and advanced without any nonconformities. To test the ability of the device to cut, a cautery test was performed on artificial vessel. The device could transect the vessel with a clean cut without any failure. An electrical evaluation was performed. The device was connected to a reference generator, using a reference bipolar cord. The foot pedal was activated, but the device did not deliver any energy. The bipolar cord connection was manipulated during the attempt to activate the device, though no energy could be produced. It was discovered that an electrical issue was the cause, and that the device failed to produce energy. The device was then further investigated in an attempt to detect the source of the electrical failure. The extrusion of the molded interconnect was carefully removed to investigate the connected wires of the bisector subassembly. A microscopic analysis revealed that there was a breakage in one of the two wired connections within the heat shrink tubing. A part of the solder metal that connected the two wires was missing. The insulation was then removed to investigate the two wires in detail. The non-defective wire connection showed the presence of heavy metal solder which functions as a connecting link between the two wires. Whereas in the defective connection joint was missing the heavy metal solder. On inspecting the tip of the connecting wire, it was found that the wires were soldered together but due to some reason it got disconnected. It can be inferred that the reason for the disconnection of the two wires could probably have been due to the lack of sufficient solder metal. Based on the results of the evaluation, the reported failure "failure to cut" is not confirmed, though the analyzed failure "failure to deliver energy" is confirmed. The supplier has been made aware of the failure. The event is tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro opcab, cutter coagulation didn't work. (Electrical connector) a replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro opcab, cutter coagulation didn't work. (Electrical connector) a replacement device was used to complete the procedure. The hospital did not report any patient effects.